Manufacturer narrative:
Additional information: b3, b4, d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, d10, h4, h6 and h11. B5: upon additional information, the event occurred in the cardiac care unit (ccu). The duration of therapy had been less than 12 hours, and the medication used was norepinephrine running between 30 and 40 ml/hour at the time of the event. Reportedly, "the separation of the IV tubing occurred near the luer, at the little ridge slightly below the base of the luer." No blood or medicated solution leakage was noted. A syringe was not used to push medication around the time the leak. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographic samples provided shows the tubing was separated from the y-site clearlink in the downstream part. The reported condition was verified. However, due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set separated. During an unspecified ¿pressors¿ infusion, the nurse noted the patient¿s blood pressure dropped. As the nurse was troubleshooting, the rn tracked the line and the tubing ¿came apart in their hands midway through the tubing.¿ no further information was available at the time of this report.